Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad engineer that the patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console. The drive console required venting within 1.5hrs due to lack of diagraph movement when patient was positional or standing. It was reported there was no condensation or crack in the tubing of the svl and the vent port appeared free of significant debris. A chest x-ray and echo were recommened to evaluate inflow cannula position. Patient remains stable on lvad support.

Manufacturer narrative:
Patient remains stable on lvad support. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.